Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "back" button on the pump touch screen was unresponsive. The customer's blood glucose was 338 mg/dl. Reportedly, the customer declined to perform a reset at the time of troubleshooting, with tandem technical support, and continued to use the pump for insulin therapy.